Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the u.s.a. Stating that "the bearings are bad". The device was being used during surgery. There was no injury or medical intervention that occurred. There was no additional information provided.